Event description:
It was reported that the ventilator generated technical error codes indicating a inspiratory flowmeter temperature sensor range error and several power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the inspiratory flowmeter along flowmeter cable were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Our conclusion is that the replaced parts were the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).